Manufacturer narrative:
B5-additional information: reportedly the patient experienced lens opacity-observed on (B)(6) 2019. The cause of the event is reported as unknown. Phaco-emulsification and iol implantation performed. Problem resolved. H3-device evaluation: the lens was returned with moisture in a contact lens case. There was debris on the product. Visual inspection found that the haptic was torn and there was debris throughout the lens. H6-health impact code 4650 (phaco-emulsification and iol implantation). Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +4.0/+2.0/011 (sphere/cylindar/axis) into the patient's left (os) eye on (B)(6) 2013. On (B)(6) 2021 the lens was explanted. Attempts to obtain additional information have not been successful.